Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one j-tip guidewire loaded an introducer needle into a guidewire hoop and other kit components were received for evaluation. Visual, functional and dimensional evaluations were performed. The guidewire was noted to be stuck within the introducer needle received. The j-tip of the guidewire was noted to be protruding the introducer needle bevel. No uncoiling was noted throughout the guidewire. An attempt to further advance the loaded guidewire into the introducer needle was performed and was unsuccessful. The guidewire did not advance through the introducer needle. Therefore, the investigation is confirmed for the reported guidewire stuck and failure to advance issues. However, the investigation is inconclusive for the reported guidewire deformation as no deformation was noted in the guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly got stuck in the needle. Reportedly there was a little bit blooding at the puncture site. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly got stuck in the needle. Reportedly, there was a little bit blooding at the puncture site. The procedure was completed with another device. There was no reported patient injury.